Event description:
It was reported that the customer had differences with their sensor glucose readings versus their blood glucose readings. It was also reported that the customer had a bent cannula. Customer's blood glucose level at the time 247mg/dl. No additional information was provided.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to high readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.